Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker was found to be in safety mode. It was noted that this patient experienced several periods of asystole with pauses greater than 2 seconds. This device was recommended to be replace. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.